Manufacturer narrative:
(B)(4). The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. Verified the following alarm/alerts on event date: pump error 41 on (B)(6) 2023 09:27:16.000, pump error 43 on (B)(6) 2023 09:27:15.000, pump error 58 01/02/2023 09:27:30.000, and 1 insulin flow block alarm during bolus on (B)(6) 2022 23:14:49.000. Confirmed pump error 41 due to motor application registered voltage is out of range. No unexpected power loss alarms/alerts/ noted on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay. Cosmetic damage confirmed at the battery side of case. Confirmed pump error 41 due to motor application registered voltage is out of range. No pump error 43 and failed battery alert noted during analysis, pump error 43 and failed batt test not confirmed. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor that was detected by reading an unexpected value from hall sensor (pump error 43) and the motor power supply voltage error was detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) alarm. The customer also reported a battery-failed alarm and a crack on the pump. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump rewind was completed and the customer did a displacement-test on the pump and it got passed. The customer stated alarm occurred during basal delivery and the self-test was passed. No harm requiring medical intervention was reported. The error table does not indicate that the pump should be replaced. The customer discontinued using the device and the insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '(B)(6) 2023'.